Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a gradual increase in pace impedance measurements. A gradual increase in shock impedance measurements were also observed with measurements later going out of range. Technical services discussed this type of increase tends to be due to calcification on the lead and provided troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned in two segments, severed 11 centimeters (cm) from the is-1 terminal pin. Visual inspection confirmed both the proximal and distal shock electrodes were covered with calcified bodily fluid. An x-ray evaluation along with electrical testing confirmed both segments were electrically continuous. The calcification that built up on the lead¿s electrodes created a non-conductive barrier between the electrodes and the patient¿s tissue. Dependent on the amount of calcification on the coils, the impedance measurements could have been affected.

Event description:
Additional information was received indicating this lead was explanted. A subcutaneous implantable cardioverter defibrillator (s-ICD) was successfully implanted. No additional adverse patient effects were reported.